Event description:
The customer reported that the 2800 system had a collimator error message during a case. Also, the film door was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced and the table film door was repaired during the service call. The system was tested and found to be working as intended and put back into service.